Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a working outlet for at least 30 consecutive minutes to see if the pump would begin charging, and a follow-up was planned.